Event description:
The customer reported that the 9600 system would not fluoro during a case. The system would not reboot. No patient injury was reported.

Manufacturer narrative:
A service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.